Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level above 500 mg/dl with moderate ketones; cause unknown. Bg was addressed by changing out supplies, administering a bolus, and manual injection. The customer was instructed to consult with the healthcare provider regarding bg level.